Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm noted during testing. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. Unit received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched case, stained keypad overlay and cracked retainer.

Event description:
It was reported that customer had power error detected on insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshoot. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will not be returned for analysis.